Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was determined to be fully operation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while setting up for a case the system took longer than usual to power on, and that the camera had lost power for about 5 seconds before turning back on. All cable connections were tested and all were seated correctly. No warring messages popped up. After the initial occurrence the issue did not occur again and the system was used for the next 5 hours. It was noted that before the camera disconnected the cable was run over by another piece of equipment.